Event description:
The customer reported the device is passing the self test but comes up with service device message on the display at power on. There is no reported to involvement.

Manufacturer narrative:
(B)(4): the customer reported the device is passing the self test but comes up with service device message on the display at power on. There is no reported to involvement. The device was sent to the philips bench for eval. The device displays a 90008 error after the device is powered up for awhile. Multiple 90008 errors are also in the device logs. The control pca was replaced to resolve the issue. The device passed all required testing and was returned to the customer site for use. This was a malfunction of the control pca. Replacement of the control pca resolved the issue.